Event description:
During shift check, the autopulse platform (sn (B)(6)) persistently displays user advisory (ua) 12 (lifeband not present). The lifeband was replaced to troubleshoot the issue, but the ua12 advisory message persisted. Additionally, the customer reported that the autopulse platform makes a strange rubbing sound upon powering up, similar to humming, and won't perform compressions. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) persistently displays user advisory (ua) 12 (lifeband not present) was confirmed both in the platform's archive data and during functional testing. The root cause of the reported ua12 was that the switch lever was slightly non-parallel to the switch case, which was likely attributed to the device's aging. The autopulse platform was manufactured in december 2018 and has exceeded its expected five-year serviceable life. The customer's secondary reported complaint that the autopulse platform makes a strange rubbing sound upon powering up, similar to humming, was not confirmed during functional testing at zoll. When the platform was powered on, no unusual noises were heard. Visual inspection showed that the front enclosure, top cover, and bottom enclosure were all damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, all the covers had multiple cracks and were chipped/broken at various locations. Also, the head restraint wires on the top cover were heavily frayed. The cut head restraint does not render the autopulse platform non-functional. The observed physical damages appeared as characteristic of harsh impacts due to user mishandling. The front and bottom enclosures were last replaced in 2020 during the service performed at zoll. The damaged covers were replaced to address the observed physical damages. A review of the archive data showed multiple ua12 (lifeband not present) advisory messages on and around the customer's reported event date, confirming the reported complaint. Initial functional testing failed due to the ua12 advisory message displayed upon powering up the platform, confirming the reported complaint. Troubleshooting the problem revealed that the belt clip detection switch arm was slightly off the parallel position with the switch block, triggering the ua12 advisory message. The belt clip switch arm was adjusted to remedy the fault. Subsequently, the autopulse platform passed a functional test using lrtf (large resuscitation test fixture) with known-good batteries for 15 minutes with no problem. Further inspection found that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges or burrs on the surface of the clutch rotor, likely due to wear and tear. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to address the issue. Following service, the autopulse platform was subjected to run-in test(s) using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).